Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the e315 was caused by water invasion to the scope connector which led to abnormality of electrical parts. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image.¿ the event can be prevented by following the instructions for use which state: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
D4: UDI not available; device not distributed in us the device was returned to olympus and the customer¿s complaint (image issue) was not replicated. The e315 error code was likely caused by an electrical continuity error due to water invasion in the scope connector. During inspection and testing the following was also found: the light cover glasses are cracked, the distal end cap is worn, the distal end adhesive pitted, excessive fluid ingress on the scope connector, the down/left/right angle fails to meet specification, the electrical safety test failed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly

Event description:
The customer reported to olympus an image issue with the device. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing, an e315 error code displayed. This report is being submitted for the malfunction found during evaluation.